Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number remains unknown. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to: vascular trauma (e.g., rupture) and death.

Event description:
The following article was presented on the conference ¿ ¿the 47th annual meeting of the japanese society for cardiovascular surgery¿ on february 27, 2017. Nobuya zenpo et al, ¿reduction in aneurysm size with double chimney tevar using upside down excluder iliac extender¿ between july 2010 and august 2016, 36 patients underwent endovascular procedure using chimney technique to repair arch aneurysm. A gore® excluder® aaa endoprosthesis iliac extender component (item number: pxl160407) was implanted in the brachiocephalic artery as chimney stent-graft for 12 patients. Regarding the 12 patients, the article states that aneurysm shrinkage was confirmed only in one patient and one patient expired due to rupture of the treatment area approximately one year after the procedure. No further information was available.